Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A center director reported that the laser system shut down in the middle of a flap creation on a patient's right eye. Upon follow up, the surgery was able to be completed. A very mild rough edge was reported on the patient's right eye.

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company's acceptance criteria. During onsite visit , the field service engineer (fse) replaced the computer and flash card. Service and installation record was completed to specification. The problem cannot be reproduced during testing. The pc shows no issue during complete testing and further investigation on the hard drive and the ram memory shows no defects. The logfile for the reported day shows also no deviation besides overrun error during the initialization of the first start up in the morning. No aborted treatment can be identified. The root cause could not be identified as no issues were detected during failure investigation. The customer reported event is not confirmed as no aborted treatment cold be identified in the logfiles. (B)(4).